Manufacturer narrative:
Patient identifier (B)(6) no longer applies to this event. The initial MDR was filed as MFR. Report # (B)(4). Additional review showed the correct manufacturing site was site # (B)(4).

Event description:
Additional information was received. It was previously reported that a healthcare professional was the initial reported, however additional information was received that reported that it was a manufacturer representative that was the initial reporter. It was reported that it was unknown if the patient experienced any symptoms. The date of the motor stall was (B)(6) 2017. The cause of the motor stall was not determined and it was reported that there was more than one motor stall noted in the event logs. It was noted that a motor stall was noted twice in the event logs and only the first motor stall recovered. It was reported that they were planning a pump replacement. It was unknown how the patient was doing now. No further complications were reported and/or anticipated.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving prialt/ziconotide (1.0mcg/ml, 0.3305mcg/day), mepivacaine (5.0mg/ml, 1.6525mg/day), and catap (100.0mcg/ml, 33.05mcg/day) and via an implantable pump for an unknown indication for use. It was reported that a pump motor stall occurred. A pump interrogation report from (B)(6) 2017 indicated a motor stall occurred on (B)(6) 2017 at 08:36 with a motor stall recovery at 17:09. A second motor stall occurred on (B)(6) 2017 at 00:15 and a stopped pump may exceed tube set message was seen on (B)(6) 2017 at 00:15. There were no reported symptoms. There were no known environmental/external/patient factors. There were no known diagnostics/troubleshooting performed. Interventions and actions taken were "not yet performed". The issue was not resolved at the time of this report. It was unknown if any surgical interventions had occurred. No further information was provided. There were no complications reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the exact explant/replacement date was not available. It was thought the pump was replaced "a few day after the motor stall." The pump was sent back on 15-sep-2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the pump was ready for return. No further information was provided.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was observed on the gear shaft of the motor gear train. Residue was observed on the gear shaft of the motor gear train. If information is provided in the future, a supplemental report will be issued.